Manufacturer narrative:
The reliability analysis inspected three opened and or used enlite sensors and performed visual inspection and found one of three sensors with cannula broken and parts missing. It was unable to be confirmed that the customer received sensor in said condition, due to customer returning sensor opened and or used. The two remaining sensors performed bicarbonate buffer test. The sensors passed per spec with accurate readings.

Event description:
The customer reported via phone call that they are receiving sensor and calibration errors. The customer's blood glucose level at the time of incident was 230mg/dl. Troubleshooting was conducted and the sensor was noted to be bent. The customer's sensors are being replaced and returned for analysis.